Manufacturer narrative:
The impella cp was not returned for evaluation, so no device analysis could be performed. It is unclear at this time if the ischemia was as a result of any issue with the impella cp, or if the ischemia occurred as a result of the patient's condition. As reporeted in this report's event description, the physician reported that this patient was "lucky to be alive" and was "very sick" on pressors and the impella. Further determination of the device use and the malfunction could not be determined as the pump was not returned. A review of the complaint history data revealed that there have been no other complaints reported for this impella cp, lot number 1205033. The root cause of this event was unable to be determined because the impella cp was not returned for evaluation. Because the root cause could not be determined, no corrective action was implemented. The manufacturer will continue to investigation all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. Since july of this year abiomed has had emdr submission problems due to technical firewall issues. As a result abiomed was unknowingly submitting to the test environment since july resulting in 13 MDR's not being submitted to the production environment and are subsequently past the 30 day window. With the help of the emdr team this problem has been resolved. On 11/16/2016 a conference call was held between abiomed and FDA and due to the uniqueness of the situation it was agreed abiomed will re-submit the 13 MDR's in the production environment and note in section h10 the reason for being beyond the 30 day window is due to the issues described above. This MDR was one of the 13 and was originally submitted in the test environment on and this is the reason it is being submitted beyond the 30 day window. Internal reference: (B)(4). Device discarded by customer.

Event description:
Complainant reported that following neck surgery performed on (B)(6) 2016 a (B)(6) male patient, with a history of heart disease, coded in the unit. The patient was then brought to the cardiac catheterization laboratory (ccl) where stents were placed while the patient was being supported by an impella cp after insertion into the patient's right groin. The following day the patient was transferred to another facility. The aic console was transferred to the 2nd facility's console, and the impella cp continued to support the patient. On (B)(6) 2016 the patient was brought to the operating room where a veno-arterial ECMO (va-ECMO) was placed in the patient's left groin. During the placement of the va ECMO the patient's leg on the impella side was observed to be ischemic and mottled. The ECMO flows were recorded as 4.31 liters/minute and the impella flows were recorded as 4.0 liters/minute. The impella was left in the patient to vent. During the weekend ((B)(6) 2016) the patient's partial thromboplastin time (ptt) was 90. On (B)(6) 2016 the ptt reading was 25u/ml. On (B)(6) 2016 the patient's status was unchanged. On this date it was also confirmed that the patient was neurologically intact. At this time the ECMO flows were at 3.0 liters/minute and the impella flows were at 1.3 liters/minute. The patient's impella leg was cold and still mottled. The staff planned to wean the ECMO and remove the impella cp "within the next couple of days." The vascular surgeons were hesitant to remove the impella cp at that time, as they felt that ECMO support alone would lead to many fasciotomies. On the night of (B)(6) 2016 the ECMO and impella were removed from the patient. The patient was reported to be in stable condition following the removal of the ECMO and pump. It was also reported that the impella cp had successfully supported the patient. On (B)(6) 2016 the physicians performed a "high above the knee amputation" of the patient leg. The physician reported the patient was "lucky to be alive", as the patient was "very sick on pressors and the impella cp."